Event description:
Reportable based upon additional information received on 05/01/2009. It was reported that during a percutaneous coronary intervention (pci), crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and calcified middle right coronary artery (rca) approximately distal rca. The physician advanced the 3.00x16mm taxus liberte stent delivery system (sds) to the lesion after predilation but the sds was unable to cross the lesion due to calcification. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "good". However, additional information indicates that the device was returned without the stent.

Manufacturer narrative:
(B)(4).